Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
(B)(6) study. It was reported that following an ablation procedure involving an intellanav stable point open-irrigated catheter on (B)(6) 2021, the patient developed mild left sided chest pain during the night that resolved with colchicine 0.6 mg. The patient will continue for three days of therapy to treat post-procedure inflammation. No further patient complications were reported.